Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: a review of the basal change history for the alert date was inaccurate due to a temp basal program having been started. A blank basal program was manually set that day. The pump was run for 24 hours with a 1 unit per hour basal rate and at the end of testing the basal history correctly showed 1 unit and total daily dose showed 24 units. No change to the basal program was made. No hypersensitive or stuck keypad buttons were found. The allegation of a basal history recording a defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a an inaccurate delivery issue. It was reported that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.